Manufacturer narrative:
Summary of evaluation: the evaluation results, although inconclusive in the absence of the event shell, suggest that this event is not device related but rather is associated with surgeon expectations.

Event description:
When the 32mm liner was snapped into the cup, the surgeon felt there was significant movement of the liner in the cup. He removed the first liner and attempted to put in a second 32mm liner which he also determined to be too loose. The surgeon then opted to use a 28mm head and liner which he felt had a better fit. There was no adverse consequence for the pt.